Event description:
It was reported that several days post filter implant, the patient presented to the emergency room complaining of right lower back pain and numbness. Approximately one year later, attempts to remove the filter were unsuccessful. Reportedly, there were problems with the removal due to migration of the filter and the formation of clots around the filter, and the filter was noted to be "embedded in her body and irretrievable." No further information is available at this time.

Manufacturer narrative:
The lot number for the device is unknown; therefore, a review of the device history records could not be performed. The filter remains implanted; therefore, a device evaluation could not be performed. The investigation is currently underway.